Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history could not be reviewed because the lot number was not provided. Corrected information can be found in e1 - initial reporter region state and h6 component code.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
An email was received with regards to a plum tubing set, alleging a leak during patient use, on an unspecified date. It was reported that the issue was regarding the use of the 14768-28 with a spiros attached to the clave and leakage. There was no patient harm reported.